Event description:
The pt reportedly fell out of the bed and experienced a traumatic impact at the implant site. The pt developed a hematoma and extrusion of the device electrode. An x-ray confirmed that the device electrode was outside the cochlea. The pt's device was explanted.